Event description:
It was reported that the guide wire was placed in the popliteal artery. A non-abbott cutting balloon was advanced to the lesion and inflated. No resistance was felt during removal of the cutting balloon from the patient; however, after removal of the device, the fractured tip of the guide wire was found attached to the balloon. Nothing was left in the patient. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged to confirm that the core and shaping ribbon were intact. Analysis also noted a kink in the core, 3 cm distal to the proximal solder. There were offset intermediate coils, 2 mm proximal to the center solder for a length of 0.5 mm. These damages are consistent with interaction with the lesion anatomy and/or other device as there was no damage reported during inspection prior to use. Analysis confirmed the guide wire separation as the core was separated at the distal end of the hypotube. There was a piece of core still intact inside the hypotube. Both portions of the guide wire were returned. Scanning electron microscopy (sem) analysis of the guide wire suggests that the failure of the core may be attributed to dimple rupture, indicating ductile overload at a bend. For the wire to fail in this manner, the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forces to cause a separation. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Reportedly, there was no resistance during removal of the cutting balloon from the anatomy. In this case, it is possible that the guide wire was over torqued during manipulation and/or procedural attempts to advance the guide wire which could have contributed to the reported guide wire separation. Reportedly, after removal of the device, the separated guide wire was found attached to the balloon. In order to ensure that guide wire core separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive hypotube junction pull test on each wire, and performs visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, based on the returned product analysis and the sem analysis results, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.